Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The base and castor were replaced. The unit was returned to service.

Event description:
The hospital reported the castor wheel fell out of the unit. There was no report of patient involvement.